Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: n/a.

Event description:
Title: comparison of efficacy between laparoscopic cholecystectomy combined with laparoscopic transcystic common bile duct exploration and laparoscopic common bile duct exploration in treatment of cholecystolithiasis complicated with choledocholithiasis. The aim of this retrospective study was to compare the therapeutic effect between laparoscopic cholecystectomy combined with laparoscopic transcystic common bile duct exploration (ltcbde) and laparoscopic common bile duct exploration in treatment of cholecystolithiasis complicated with choledocholithiasis. From january 2019 to december 2021, a total of 137 patients were included in the study. Divided into two groups; observation group (n=68). With 37 males and 31 females. With mean age of 33-87 years with range of (67.60 plus or minus 10.698) years treated with laparoscopic cholecystectomy plus choledochoscopic choledocholithotomy. While control group (n=69) consist of 36 males and 33 females with the mean age of 35-89 years. Range of (71.6 plus or minus 9.244) years treated with laparoscopic choledocholithotomy. These patient was used with 5-0 absorbable vicryl suture (johnson & johnson; ethicon) during the surgery. Reported complications. 5-0 absorbable vicryl suture (ethicon). Bile leakage (n=?). Treatment: not reported. Biliary bleeding, recurrence of common bile duct stones (n=?) Or residual stones (n=?). Treatment: not reported. In conclusions, laparoscopy plus choledochoscopy for treatment of chole-cystolithiasis complicated with choledocholithiasis has a quick recovery, good quality of life, safety and effectiveness, and is worth promoting clinically.